Event description:
Home pt's spouse reports a 2240 alarm during drain 1 of 6 of apd treatment. The home pt fell out of bed and disconnected their pt line. The treatment is discontinued and started again with new supplies with no further problems. The home pt's spouse reports there was no pt injury or medical intervention required. Rn at the unit was notified and the pt has been retrained on proper technique.